Event description:
It was reported that the transesophageal s7-3t transducer would not articulate during a routine scan with the epiq 7c ultrasound system. There was no patient or user harm associated with this event. The procedure was able to be completed with another transducer. The philips service engineer replaced the transducer to address the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow up report will be submitted.